Manufacturer narrative:
Date of initial report : 03/25/2009. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that prior to use on pt, during pre-operation check, water leaked from strain relief of the radio frequency ablation needle electrode. The procedure was completed with another needle.